Event description:
It was reported, the electrosurgical generator esg-400 experienced an e433 permanent reboot failure. The issue occurred during installation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found the motherboard was faulty leading to the allegation in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: h3, h6 and h11 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the reported issue was caused by a faulty printed circuit board, but the estimated cause could not be determined. Olympus will continue to monitor field performance for this device.